Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, the confirm was difficult to be interrogated while using a magnet and the programmer. However, the device was able to be communicated after several attempts, but while loading the episodes an error message was received . No intervention was performed, and the device remains implanted. The patient was stable post interrogation.